Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving fentanyl (50 mcg/ml at 4.255 mcg/day) via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) reported a motor stall. The patient did not have a magnetic resonance imaging (MRI). The hcp updated the pump, but it did not recover. Technical services explained that if the pump recovered, it would need to be on its own. Reviewed magnet compatibility and the possibility of pump replacement. The hcp later called back and stated they decided to replace the pump and wanted to permanently shut off the pump. Technical services provided the pump off passcode.